Event description:
The manufacturer received information alleging the ventilator's lcd screen failed to turn on. There was no patient harm or injury reported with this notification. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. No repair was performed. The device was scrapped.